Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited variable and high threshold measurements. It was also noted on lead trends that the right ventricular (rv) lead capture threshold was trending up. It was further reported that the right atrial (ra) lead exhibited intermittent undersensing. All the leads remain in use. No patient complications have been reported as a result of this event.